Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot and relabeled lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 5.0 x 40 mm armada 35 dilatation catheter was advanced to the target lesion in the right tibioperoneal trunk and the balloon was inflated one time to 20 atmospheres (atm), below rbp. A balloon rupture occurred. No difficulty was noted removing the device from the patient anatomy and no adverse patient effect occurred. A second same device was used. The balloon was inflated to 20 atm and no rupture occurred. No additional information was provided.